Event description:
Philips received a complaint on the intellivue mp2 indicating that the speaker was not functioning. The device didn¿t produce sound. The device was clinical use at the time of the event, and no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). E1: reporter phone number :(B)(6). The following diagnostic testing: a philips remote service engineer (rse) evaluated the device and confirmed the speaker is not working due to the mainboard is defective. The rse ordered a mainboard to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.